Event description:
The customer reported that while the iabp was in use on a patient following a CABG procedure, the iabp shutdown several times. The patient was switched to another iabp and therapy was continued. No patient injury was reported. The iabp was removed to the biomed shop and during troubleshooting the biomed observed that the iabp generated a "fault code number 50" alarm (software interrupt fault). The customer stated that the iabp does not start anymore.

Manufacturer narrative:
The iabp is eleven years old and is no longer maintained by maquet. Upon request to service the iabp, the company representative observed that the compressor vacuum head was on backwards and the pressure hose was disconnected from the pressure head. After he reinstalled the components, the iabp generated 'fault code number 50" and the compressor motor speed was slow. He replaced the compressor motor (part number 0102-00-0001). The company representative also observed that the power supply had accumulated dust and the fan was not operational. He replaced the power supply (part number 0014-00-0033e05). The iabp was tested to factory specification. It functioned normally and was returned to the customer.